Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The p16 plug was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9600 system is having problems with fluoroscopy. No patient injury was reported.